Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information on file for the reported event. The hospital biomed performed a checkout of the equipment and a review of the logs. Inspection of the equipment noted loose cables at the rear of the display unit. The cables were tightened.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and resolved the reported complaint. There was no reported patient injury.